Event description:
Fenestrated endograft being performed. The proglide device did not deploy the suture properly and was defective from the manufacturer. The piece was given to manager. No patient harm occurred.